Event description:
The customer reported to olympus, that while using the video system center with a non-olympus monitor, there was no image displayed on a non-olympus monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac) the customer reported that this was the first time the issue happened. The secondary monitor did not show any error message and turns on but then displays a blackout. When the secondary monitor is turned on first, it shows "unknown format". The device's serial digital interface (sdi) out 1 was being used and successfully displayed an image using an olympus brand monitor. The sdi 2 out was not occupied. The red, green, blue (rgb) component in was being used on the non-olympus monitor (advan-amm2113td) and the other side was connected to the device comp out terminal. The bayonet neill-concelman (bnd) cable model used was (nds 35d0050). Olympus tac recommended that the customer connect the bnc cable from the device's sdi out to the sdi in on their secondary monitor and to try a different sdi cable. During troubleshooting, the customer informed tac that their secondary monitor would not power on and once they are able to get it to power on, they will report their results. The investigation is ongoing and follow up with the user facility is currently being performed] a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Further clarification provided that this was a secondary non-olympus monitor and there were no image issues when using a secondary olympus monitor. Per the legal manufacturer, this issue of the secondary non-olympus monitor not displaying an image is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.